Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a body of the guidewire was kinked. The observed kink of the body was measured 1-45.0 in. Microscope inspection revealed a spring tip was bent. Based on the evidence, the as reported code of "device interaction with another device" can be confirmed. The observed bent on the spring tip and kink on the body of the guidewire could have contributed to the reported issue.

Event description:
It was reported that the burr pushed the wire forward and the entire system to dislodge. The 84% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, when the burr entered the guiding port, it pushed the wire forward and the entire system dislodged. The devices were removed simultaneously throughout the system. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the burr pushed the wire forward and the entire system to dislodge. The 84% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, when the burr entered the guiding port, it pushed the wire forward and the entire system dislodged. The devices were removed simultaneously throughout the system. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.